Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not connected to the network due to a faulty ethernet cable. A field service engineer replaced the ethernet cable to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a communication issue, which hindered users from accessing the medication. The customer confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.